Event description:
The incident occurred in september 2000. A sovereign clip applier was used to apply two clips to an artery during a laparoscopic cholecystectomy. No apparent bleeding or leakage noted intraoperatively and/or at close of procedure. The pt was returned to the o.r. For a laparotomy to control bleeding following the laparoscopic cholecystectomy. The two clips were noted across the cystic artery with bleeding through the tow clips. The bleeding was attributed to the incomplete closure of the clip applied by the sovereign clip applier. The bleeding was controlled, and the pt was transferred to the recovery room in stable condition. The pt was discharged in stable condition on october, 2000.

Event description:
A few hours after surgery was completed, the pt began hemmoraging and had to be re-opened in order to correct the surgery. Facility stated "that they had a case where the clip applier was used and the clip did not hold or came loose (on the artery)".